Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative reported a rechargeable implantable neurostimulator (ins) was replaced with a non-rechargeable ins because the patient couldn't cope with charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the patient first started to experience the recharging issue immediately after implantation of the battery. There was no troubleshooting performed related to the recharging issue. It was clarified that the patient didn't remember to charge and couldn't "get grips" with the technology, and there was no device issue. There was no problem: just the patient was unable to stay on top of charging. The serial and implant/explant dates of the ins were unknown. The ins was not returned because it was disposed of.